Event description:
Per user facility: the jaws of the device broke off in three pieces inside of the patient's colon. All of the pieces were retrieved using the endoscope and a net. The date of the procedure is unknown but occurred sometime in july or august 2005.